Event description:
Medical records received a st. Jude medical extraction dictation form on 8/11/2011. Form stated that this l v lead was explanted on (B)(6) 2009 due to infection. Lead was implanted on (B)(6) 2009. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).